Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. Device received with cracked belt clip slot and missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 54 mg/dl. Customer had blood glucose level of 80 and 90 mg/dl. Customer was treated with glucose gummies. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for over delivering because customer's blood glucose level was going down. Customer was using auto mode. The insulin pump will be returned for analysis.